Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported an adverse event while the device was in use. On an unspecified date and time, line a of the device was programmed to deliver an unspecified volume of plasma-lyte at a rate of 100ml/hr and unspecified lines were programmed to deliver dobutamine 2000mcg/ml at a rate of 3mcg/kg/min, milrinone 1mg/ml at a rate of 0.25mcg/kg/min, vasopressin 20u/20ml at a rate of 2.4ml/hr, and the deliveries were started. After an unspecified length of time, the patient was transported from the operating room to the intensive care unit. During transport, it was reported that after approximately 5 minutes, while the device was operating on battery power, the device "stopped working." The customer contact could not provide specific device details. The customer contact reported the patient's blood pressure (bp) decreased from 115/70mmhg to 90/60mmhg and the patient's heart rate (hr) decreased from 120 beats per minute (bpm) to 90bpm. It was reported that patient was treated with an unspecified concentration of epinephrine. After an unspecified length of time, the patient's bp increased to 132/85mmhg and the patient's hr increased to 120bpm. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional information was provided.